Event description:
A (B)(6) old male patient's wife contacted zoll customer support to report that he was receiving a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon evaluation, the trunk cable connector was cracked and the yellow ground wire was broken. The cause of the service code 204 is the damaged ground wire. The cause of the damaged ground wire is the cracked trunk cable connector. The root cause of the cracked trunk cable connector cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged ground wire. The patient received a replacement electrode belt.